Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with his scs ipg after being involved in a car accident. Subsequently, the patient stopped using his scs system. Surgical intervention may be taken to address the issue.